Event description:
Device was reported to have malfunctioned during use in surgery. The installation tool would not deploy the suture anchor. No surgical incident or pt injury occurred as another anchor was used to complete the case.